Event description:
Literature: van rijn ma, munts ag, marinus j, et al. Intrathecal baclofen for dystonia of complex regional pain syndrome. Pain. 2009; 143(1-2): 41-47. Summary: this study looked at the efficacy of intrathecal baclofen (itb) in pts with complex regional pain syndrome (crps)-related dystonia and to evaluate, if itb is effective and safe in this population over a 12-month period. A total crps pts were assessed for eligibility between 2002 and 2007, a total pts were eligible to participate. After pump implant, it was reported that there was subcutaneous fluid collection/csf leak. See manufacturer report number: 2182207200903083.